Manufacturer narrative:
(B)(6).

Event description:
Caller reported blood glucose results from 3 compact plus systems: (B)(4) reading was 89mg/dl (B)(4) reading was 166mg/dl the results were taken within ten minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.